Event description:
It was reported that the physician believed the patient's device depleted prematurely. The patient was referred for a battery replacement. Additional information was received from the physician that the patient was also experiencing increased depression. The patient was provided additional medication in response to the increased depression and was referred for a battery replacement. Additional information was received that the patient underwent a full system revision. It was determined that the generator had migrated following the patient having breast implant procedure. Per the physician, the cause of the migration was due to the breast implant procedure. Upon interrogating the device, high impedance and low output current were seen, therefore a full system revision was performed. The explanted devices were taken to pathology and have not been returned to livanova to date. Per the physician, the patient's increased depression was caused by the device not functioning properly. The patient's depression was noted to be above pre-vns baseline levels. The explanted devices have not been received to date. The report of premature battery depletion and migration will be captured in MFR report #: 1644487-2025-00023. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.